Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No flashing or sticking buttons noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had high blood glucose, button error, keypad unresponsive, occlusion, and battery out limit. The blood glucose at the time of the incident was 436 mg/dl. The customer states that after inserting a new battery the pump continued to alarm battery out limit. The customer called back stating they are still experiencing high blood glucose. The battery was replaced and advised the customer to change site. The customer called back again and state the buttons were unresponsive. The customer blood glucose was 255 mg/dl. The customer was unable to clear the button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.